Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a64. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned the insulin pump had been alarming for the past three mornings. The alarm did not occur during the rewind/prime sequence. We assisted the customer performing the self-test. Self-test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump returned for analysis.

Manufacturer narrative:
The insulin pump was received with failed self-test alarm during self test due to faulty radio frequency board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.